Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot number 55091be00, which contains the same bulk material as lot number 55091be01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hcv reagent, lot number 55091be01, was identified.

Event description:
The customer observed false nonreactive architect anti-hcv result for a 48-year-old male patient. The following data was provided (<1.00 s/co is nonreactive): result was 0.27 s/co, the hcv-rna result was positive. The sample was tested on with an autobio assay and the result was 0.226 s/co, which is negative. The elisa result was also negative. The hepatitis c antigen result was 1.0, which is a threshold result. The patient¿s sample tested using a chemclin platform at another hospital at the end of october was reactive. The western blot riba testing was negative. The hcv genetic subtyping for the hcv 6a subtype. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 - phone complete entry = +86()18778979446 all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06c37-74, that has a similar product distributed in the us, list number 01l79.

Event description:
The customer observed false nonreactive architect anti-hcv result for a 48-year-old male patient. The following data was provided (<1.00 s/co is nonreactive): result was 0.27 s/co, the hcv-rna result was positive. The sample was tested on with an autobio assay and the result was 0.226 s/co, which is negative. The elisa result was also negative. The hepatitis c antigen result was 1.0, which is a threshold result. The patient¿s sample tested using a chemclin platform at another hospital at the end of october was reactive. The western blot riba testing was negative. The hcv genetic subtyping for the hcv 6a subtype. There was no impact to patient management reported.